Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 420 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced diabetic ketoacidosis, vomiting and flu like symptoms. Customer advised they were in intensive care and would like to continue insulin pump therapy. Customer advised they were placed on insulin drip, potassium drip, saline, sugar and on an IV fluid.